Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of failure code 570, due to main depleted (damaged) batteries was confirmed. The main batteries were replaced and the baxter technician tested the device. Review of the compliant history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The device was returned for service. During service by baxter, a failure code 570 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.